Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 09-mar-2024, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 09-mar-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient was getting little to no relief from stimulator. They did not feel that implant was as good as trial. The patient was given 3 ld programs to try at a sub threshold setting as they did not like tingling. The patient was to try the 3 new groups and if still not feeling relief they would be sent for x-ray. The patient denied any falls. Additional information was received. It was reported that per the healthcare provider the patient's right lead had moved down from mid t8 to mid t9. The patient was to decide if they wanted to move forward with a lead revision or have an explant. The patient was reprogrammed on (B)(6) 2020 with the movement of the right lead in mind when reprogramming.